Event description:
It was reported that during an l.a.v.h. Procedure the device misfired. The stapler cartridge did not fire entirely from the proximal end to the distal end. The staples that did fire did not completely form a b. The patient had above average bleeding along the staple lines. Another device was used to complete the case.

Manufacturer narrative:
Info anticipated, but unavailable at this time.